Event description:
It was reported that the patient went to the emergency room with hyperglycemia. The patient's blood glucose levels reached 506 mg/dl while wearing the pod longer than 48 hours. Symptoms reported include the patient not feeling well. The patient was treated with intravenous insulin. The patient was discharged on the same day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.